Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was impacted, exceeding 500 mg/dl or reading as "high" on the cgm, though the specific value was not known. The customer addressed the high blood glucose by administering a correction bolus via the pump and additional injections. Assistance from a third party was not required. The customer resolved the issue by resuming insulin.